Manufacturer narrative:
Being investigated. Should such info become available, it will be included in a follow-up report

Event description:
The physician claims that the graft was used for a temporary bypass for a thoracic aortic aneurysm procedure. When the graft was anastomosed to the subclavian artery and the blood flow started, during the procedure, oozing of blood was observed from the surface (walls) of the graft. The procedure was completed with the graft. There were no pt complications. The pt's post-operative condition was reported as good. Info update received on 09/04/2006: the graft was used for perfusion purpose, not for implant. One side of the graft was connected to cardiopulmonary pumps and the other side was connected to the subclavian artery. The perfusion was completed with this device. The device was subsequently removed. The exact quantity of blood lost through the perfusion graft is unk and reported to us as a few cc. MFR. Note: connecting this device to a cardiopulmonary pump is out-of-indication use for this device.